Event description:
It was reported that the user contacted support after intentionally manipulating meal announcements, requested guidance on a factory reset for the ilet, and was counseled on meal announcement best practices and early learning period importance. During a hyperglycemic episode the user¿s glucose rose to 358 mg/dl, with two small meal announcements entered late while glucose was already rising. Symptoms included hyperglycemia nad anxiety. Outcomes included recovery to 229 mg/dl with the user feeling well, without hospitalization or alarms. Investigation included customer interview and troubleshooting with education on correct meal announcement timing and the factory reset process, including guidance on reconnecting the continuous glucose monitor (cgm) after restart. Investigation of this case revealed user-related use error with late and potentially inappropriate meal announcements contributing to hyperglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal announcement being used to correct blood glucose.